Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: the product performs within specification; unable to duplicate reported complaint. Black box shows multiple consecutive alarms on (B)(6) 2014. ¿ez-prime¿ steps were performed correctly, no alarms occurred during the investigation. Unrelated to the complaint, the display contrast is dim and pinkish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2: device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: unrelated to the original complaint, the battery compartment was cracked and the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.